Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (source of endoleak is unk). Conclusion: (source of endoleak is unk).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. It was reported that the pt was brought in for a routine f/u and an unk type of endoleak was noted. The pt was brought back two days later and a talent converter and a talent occluder were implanted and successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.